Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an inlaid stylet. A small hole was observed in the catheter wall near the tip of the stylet. Tactile inspection of the sample revealed tensile weakness, necking and discoloration in the vicinity of the hole. During manual manipulation, the tip of the stylet protruded from the hole. Microscopic inspection of the hole revealed a granular fracture surface. A small flap of catheter material was observed at the hole. The fracture features and tensile damage were consistent with catheter damage caused by being pulled against the tip of the stylet, leading to perforation. Such damage can occur if the device is roughly manipulated and if insertion is attempted prior to flushing the catheter. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when placing this groshong 4 fr catheter in a patient going to enter the compartment for hematopoietic stem cell transplantation, the operator opened the outer package of the catheter and infiltrated it to check for catheter integrity. Liquids were found leaking from a site 2-3 cm away from the three-way valve.

Event description:
It was reported that when placing this groshong 4 fr catheter in a patient going to enter the compartment for hematopoietic stem cell transplantation, the operator opened the outer package of the catheter and infiltrated it to check for catheter integrity. Liquids were found leaking from a site 2-3 cm away from the three-way valve.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2160 showed one other similar product complaint(s) from this lot number.